Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-05440. On 03/05/2013, the pt underwent a trial procedure. It was reported the was in pain when the doctor attempted to place the second lead. It was also reported the doctor had difficulty placing the add'l lead due to excessive scar tissue. As a result, the doctor removed both leads and the procedure was aborted. The leads will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.